Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that upon removal three or four u by kotex security super tampons out of each carton over the last couple months are falling apart leaving pieces inside. She is confident she removed the remaining pieces and did not seek medical attention. She stated that she is doing fine.